Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded, and insulin delivery was resumed. Additionally, it was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. The customer's blood glucose was 110 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues could not be verified, however, an alert 4 issue was identified.